Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a 129" (328 cm) appx 24.3 ml 15 drop admin set w/3 clave¿ clear, 4-way stopcock, 3 check valves, 3-port nanoclave¿ manifold, spin luer, 2 ext where the customer reported that while in the process of delivering propofol through one of the ports on the device, manifold broke off while tightening the syringe on. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
One device was received for evaluation. As received a nanoclave was observed to be broken off the manifold. The reported complaint of a broken manifold could be confirmed. The returned sample was observed to have a nanoclave disassembled from the manifold. The probable cause is from insufficient adhesive coverage during assembly in manufacturing. Lot history review was conducted, and no nonconformities were identified that may have contributed to the reported complaint.